Event description:
Q-station mixed information.

Manufacturer narrative:
This issue is currently under investigation. Final results of the evaluation will be submitted in a follow-up report. There have been no reports of adverse events resulting from this issue. Software.

Manufacturer narrative:
It was determined that the issue was a known software defect. Mandatory field change order,(B)(4), was developed and released to correct this issue. The fix is included in q-station version 3.3.2 and higher. The affected customers will be provided with the newest version of q-station (3.3.2) once the new orders have been created and shipped.

Event description:
The customer reported that when using q-station, data from a previous patient appears on the current patient's data report. There was no report of injury to patient or negative impact on clinical judgment.